Event description:
It was reported that the patient had not seen his hcp (health care professional) in 1-2 years and was unsure how to use the recharger. Subsequent information received reported that the patient was having coupling/communication issues. The patient was in the hospital for an unrelated issue and had been overdischarged for approximately two months. A pmr (physician mode reset) was started, but the patient was not very attentive to finish recharging, as the patient currently has dementia and was hardly functional. Further information received reported that the cause of the event was patient compliance. The pmr was attempted, but not successful. The patient now was not using the device. The reason for the discharge was because the patient said he did not need it so he stopped using it. There were no plans to address the issue moving forward. The patient's outcome was not provided. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient's health care provider (hcp) had "moved the wires to the left side of the ribs." It was noted that this occurred about 1.5 years ago due to "coupling issues." It was noted that the patient's deice was "implanted deep." It was further noted that the patient had "not kept up recharging."

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Follow up from the health care provider reported, the cause of the event was battery not charging. The charging issue was due to the patient being non-compliant. A revision occurred. The patient did not require hospitalization and there was no injury to the patient. It was also noted, the patient and family member were non-compliant with the stimulator and recharging of the battery. It was also noted appointments were scheduled due to pain and the patient would never show up. No further information was reported.

Manufacturer narrative:
(B)(4).